Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the implant fractured and had to be removed. It was noted that the patient also had infection, bone loss, and inflammation.

Manufacturer narrative:
One tapered screw-vent implant with 0.5mm machined collar, mtx surface and microgrooves ((B)(4)) was returned for investigation. Visual inspection of the as returned product identified fractured collar and damaged external threads due to usage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report, device expiration, UDI is n/a, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.